Event description:
It was reported that the device delivered inappropriate shock due to noise. The device was explanted and replaced. An insulation anomaly was reported on the associated competitors lead which was also explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via stored electrograms. The device was tested using automated test equipment and passed all tests. No device anomaly was found. Noise could not be reproduced during testing. The root cause of the noise was not determined.